Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had poor communication (with the antenna attached), was not feeling the stimulation, and was not getting symptom relief. The issue had been going on for at ¿least a couple of months¿. They stated that they had put new batteries in the programmer because they had not used it in a while, but the poor communication issue did not resolve. The patient was redirected to their healthcare professional (hcp) to check the ins battery life. Additional information received from the patient who noted the ins was replaced because it was not communicating. No further patient complications have been reported as a result of this event.